Event description:
It was reported that the patient presented to the hospital and it was noted that the lead had perforated the patient. The lead was explanted and replaced. There were no further consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).